Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customers blood glucose level was 444 mg/dl. The customer declined further assistance from tandem technical support regarding the issue.